Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's arrow keypad buttons required to be pressed multiple times before the pump would respond. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation with the insulin pump involved with the complaint was completed on (B)(6) 2012. Investigation found keypad to be intact with no evidence of tearing or peeling. Found all keypad buttons to be intermittently unresponsive. Removed keypad to inspect key contacts for contamination. Contamination found under all key contacts. An unreported issue was also found during investigation. Confirmed display was faded and discolored upon start up and difficult to read. The contrast setting was set at 5. Increased the contrast setting to the maximum of 10 with no improvement observed. Replaced faded display with test display. The test screen was fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display. The malfunction is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.